Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event occurred on an unspecified date and involved a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv microclave®, clamp, rotating luer. The reporter stated that a hole in the q-syte connector caused saline/blood/medication to leak from that site. There was no specific date of event as this has happened multiple times, sporadically during infusion. The extension set would malfunction upon connecting it to the peripheral intravenous (piv) insertion device. The clear tubing of the extension set was noted to have a small hole at the tip of the connection of the tubing where the blue lure adapter is twisted into the set. It was noted that it was not the luer lock that was malfunctioning but rather the clear tubing had the hole, where leakage would occur. The leakage occurred upon flushing, while attempting to obtain bloodwork for specimen collection, and sometimes while administering non-toxic fluid such as normal saline. Blood leaked from the tubing, leading to a hazardous material for both the staff and patient population. There was patient involvement, however no one was harmed and there was no delay in therapy.

Manufacturer narrative:
The customer provided the following for complaint investigation: one used list# ms930, 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer; lot# 14137241. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed from the photo and video received from the customer, however the returned sample was not the same as the sample in the video. The received sample was tested and no leaks were observed. Without the return of the sample from the video, the probable cause of the leak is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.